Manufacturer narrative:
Serial number information was not provided. Test strip lot #: not provided.

Event description:
On (B)(6) 2013, the lay user/patient¿s mother (reporter) contacted lifescan (lfs) spain alleging that the onetouch ultraeasy meter was reading inaccurately high when compared to another device. Medical surveillance sent follow-up questions; however customer service (cs) was unsuccessful in reaching the patient and/or reporter by phone. The complaint was classified based on information obtained from the cs representative during the patient¿s initial call. It is not known when the alleged issue first began. The patient¿s testing frequency and diabetes management are not known. At an unspecified date/time the reporter claimed the subject meter was reading approximately 13 mg/dl higher when compared against another device (blood glucose results not provided), performed more than 30 minutes apart from each other. It is not known what action the patient took in regards to her diabetes management in response to the product issue. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed unspecified hypoglycemic symptoms at an unknown time later. It is not known what treatment the patient received after the product issue occurred and it is not clear when the patient¿s symptoms abated. At the time of troubleshooting, the csr noted the reporter did not have all of the patient¿s testing supplies available. The csr also noted the reporter did not properly code the subject meter, per owner booklet recommendation. The csr verified that the blood glucose results were from the approved (per owner¿s manual) sample site. A replacement meter was sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.